Event description:
Procedure: thoracic. According to the reporter: when the device was fired, the jaws were hard to open, after several tires, the doctor was able to remove the device from tissue. The device was received with tissue in the closed jaws.

Manufacturer narrative:
(B)(4).